Event description:
Litigation papers allege the pt suffered symptoms including, but not limited to pain, swelling, inflammation, infection, and damage to surrounding bone and tissue and lack of mobility and required revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation one it has been completed.